Event description:
False negative result. Customer stated that this test did not provide accurate results for her. She received a negative result on both the covid and the flu reading. She decided to go to the doctor the next day due to conditions worsening. She actually had influenza a. She was glad she went to the doctor within the 48 hours of onset of symptoms and was able to be prescribed tamuflu. Unfortunately, she will not purchase this kit again.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.